Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported intermittent head holder sensor errors during system use. It was reported the errors were due to the head holder making contact with the table. The philips field service engineer (fse) determined the contact was caused by a pallet sag which was due to a stress fracture to the upper pallet at the mounting points. The structural integrity of the pallet was compromised. If the complete failure were to occur during clinical use, there is potential for serious injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.

Manufacturer narrative:
On (B)(6) 2018, the customer reported intermittent head holder sensor errors during system use. It was reported the errors were due to the head holder making contact with the table. The philips field service engineer (fse) determined the contact was caused by a pallet sag which was due to a stress fracture to the upper pallet at the mounting points. The fse confirmed that there was no harm to a patient, operator, or bystander as a result of this issue. The fse also confirmed the pallet damage was an actual fracture, though not a complete break. The damage could not be seen from the side or top; only observed from underneath with the pallet fully extended. The stress fracture occurred toward the back end of the pallet, approximately 6 inches from the mounting point and appeared to be caused by a downward force. The fse reported the patient procedure was completed prior to the fse¿s evaluation. The fse confirmed that the fractured pallet was disposed of by the customer and therefore, not available for a philips engineering investigation. The fse confirmed that it is unknown how the table pallet became fractured. The fse replaced the patient pallet sub-assembly to resolve this issue. The system is in clinical use.